Manufacturer narrative:
The insulin pump was received with a cracked and bleeding lcd. Analysis was unable to perform all functional tests including all of the operating current tests. The unit was missing segments and had a partial display anomaly due to a cracked and bleeding lcd. The unit had a cracked case at the display window corner, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer called to report a partial display. The customer's blood glucose level was unknown. The customer inserted a new battery but the display did not return. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.